Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, failed leak test was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that damaged coupler led to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head does not focus. The focus knob was turned fully in both directions, but the image remains blurry regardless of the adjustment. The issue was found during a functionality inspection. There were no reports of patient involvement.